Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient would set the device to a lower speed at night and turn it up during the day. The wave pattern could be adjusted by the unit. The manufacturer representative had advised the patient to turn the device off for 2 days and then restart it. The issue of the ¿current,¿ or stimulation not feeling the same, was resolved when the patient increased stimulation form 3.4v to 3.7v. It was more in the lower leg but they had also had knee replacement in the right leg also. With respect to the stimulation changes that occurred after unrelated surgeries, the patient had tried adjusting the unit to a higher speed. The patient had not yet located a managing healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not have a managing health care professional (hcp). Hcp listings were provided. It was reported that the patient had several unrelated surgeries and had to turn the implant off. Electromagnetic interference (emi) was reported. The patient just did not seem to have the ¿current¿ that they used to have. It was confirmed that the patient meant stimulation when they said current. It was noted that the patient could turn the implant on and feel stimulation but then the rest of the day they did not really feel anything. This happened when stimulation was on. The patient was currently not feeling stimulation. It was confirmed using the patient programmer that stimulation was on and set to 3.4v. The patient noticed that they were not feeling stimulation a while ago (probably around (B)(6) 2016) but they had an unrelated knee replacement surgery and had not been well enough to ¿get out and go.¿ the stimulation was turned up during the call from 3.4v to 3.7v and the patient reported that they could feel stimulation. The patient stated that they were in a ¿wave pattern¿ before and did not know if that had been readjusted. The wave pattern was clarified to mean intermittent stimulation. The patient reported that there was an adjustment at the bottom of the patient programmer that they could move for stimulation but that it should have reset itself after they had the surgery. This information could not be confirmed or clarified. It was also reported that since implant they were put on a ¿wave pattern.¿ the patient services employee thought that this might mean adaptive stimulation but it could not be confirmed that the reported ¿wave pattern¿ actually meant adaptive stimulation. The patient stated that they were put on a ¿wave pattern¿ and confirmed that they thought they were put on the wave pattern the last time they say the manufacturer representative in the (B)(6) of 2015 when they had the ins implanted.